Event description:
It was reported that during a ptca treatment procedure, the tip of the pt2 light support guide wire fractured. The physician was attempting to treat a calcified lesion in the left circumflex and obtuse marginal coronary artery, but when the wire was pulled back, the tip of the wire fractured and remained in the pt. No attempt was made at retrieval. The physician secured the fractured portion of the wire in place with a stent. It was reported that another MFR's stent was also lost in the left main of this pt during the same procedure, additional info has been requested regarding this event.